Event description:
It was reported to vyaire medical that unit will not oscillate during use on a patient on the 3100 a ventilator. The customer reported there was no patient harm associated with the reported event.